Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue. Subsequently, it was reported that during the load fill tubing step, no insulin was being expelled from multiple cartridges. Customer's blood glucose level ranged from approximately 300 mg/dl to 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.